Event description:
It was reported that the customer had a displayable history check failed on startup during normal use of the insulin pump. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to download to the carelink software due to alarms in the history screen. The insulin pump alarmed display history failed on startup due to corrupted history file. The insulin pump received with cracked case on the display window corner, minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.